Event description:
Customer reported the insulin pump alarmed motor error. Customer blood glucose was 184 mg/dl. Alarmed occurred during normal basal. The device was not exposed to an MRI. Customer does not sure the sensor featured. Customer was able to complete the rewind process. Customer was advised to discontinue use of the device and revert to back up plan. Customer blood glucose was 400 mg/dl, changed set and device worked again. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the lcd window.